Event description:
While having laparoscopic uretheral surgery the blade that was being utilized broke off inside the urethra. Blade fragment was removed from pt by open incision. Pt was undergoing a cysto [cystoscopy] with urethral dilatation.